Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ a follow up on 09/28/2015 indicated that the customer's blood glucose levels had decreased. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl with ketones. Reportedly, the customer administered a manual injection. During troubleshooting with tandem's technical support, the customer saw insulin dripping out of the luer lock. The customer then disconnected the infusion set tubing from the luer lock and reconnected it so that the luer lock connection was straight.